Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 3.00 x 32 taxus express2 drug eluting stent was being inflated when it burst at 10 atms. The physician was able to deploy the stent. Add'l info has been requested, but has not been provided.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.